Event description:
On (B)(6) 2025, a user reported experiencing prolonged low blood glucose and was transported to the emergency room by a caregiver. The user received treatment including IV glucagon and was released the same day. The event occurred following a cgm sensor change, during which there was a period without bg readings and the ilet entered bg run mode. At the time of reconnection, bg was 51 mg/dl. The user reported symptoms consistent with hypoglycemia. The ilet issued low bg alerts. The incident resulted in a damaged cartridge when the device was dropped; the ilet was replaced.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.